Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the verify screen could not be confirmed. Reportedly, the keypad buttons responded to scroll through the verify screen, but the user was unable to progress past the verify screen to use the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue could lead to a long term cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: there was no activity related to the complaint observed in the pump histories. During investigation, the complaint of being unable to navigate past the verify screen could not be confirmed or duplicated; the keypad buttons functioned normally.